Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the device failed self test. The device was returned for evaluation and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; battery returned with device measured 6.88v no load. (Out of specification electrical). The device passed all incoming functional tests. Analysis also found the upper case and side bail covers are broken. Battery release and ring cover are contaminated. Keyboard is scratched. I was noted the lead flex o-ring was broke during analysis. It was also noted there was no silicone on the connectors on the main printed circuit board.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.